Manufacturer narrative:
Additional information: a4, b1, b2, b5, d6b, h1, h6.

Event description:
New information received notes the right ventricular lead was explanted and replaced on (B)(6) 2022 as it had increased pacing impedance, high capture threshold and noise. The patient was in stable condition.

Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2021. Upon examination, it was noted that there was a gradual change in the capture threshold and there was an increase in the pacing lead impedance on the right ventricular (rv) lead. Isometrics were performed and nothing could be reproduced. No programming changes were made to the lead there were no adverse consequences to the patient.